Event description:
The pt alleged that a pump was intermittently unresponsive to pressing of the keypad buttons. The pt claimed that in two instances, he pressed the button to prime and had released the button. However, the pt claimed that the device continued to push insulin out of the cartridge. According to the pt, all the buttons felt and clicked back normally. The pt denied any water use.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that no damage was observed to the keypad. The buttons would respond to presses intermittently. The keypad was removed and adhesive was found under the button contacts intermitting key presses. Contamination was reportedly found under button contacts.